Event description:
Dislocation of the patient's shoulder occurred during a physical therapy session. The patient was doing very well until the physical therapist forcibly and accidentally dislocated her shoulder.